Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin is not labelled in the dc bead current reference safety information.

Event description:
Event verbatim [preferred term]. Biliary collection [biliary fistula]. Abscess 9cm in the right liver lobe/biloma [hepatic infection]. Cholangitis (pyrexia, high inflammatory reaction) [biliary tract infection]. High inflammatory reaction [inflammation]. Pyrexia [pyrexia]. Case description: initial information received on 25-aug-2017: this serious literature medical device report was presented on the 53rd autum assembly of the japan radiological society by miyamoto n. Et al., entitled "a case of biloma after deb-tace for hcc treated with ablation and choledochal fistulization", concerning a male patient in his 60s. The patient's medical history included hepatocellular carcinoma (hcc), alcoholic cirrhosis, diabetes mellitus, hepatectomy, transcatheter arterial chemoembolization (tace) and radiofrequency ablation (rfa) for hcc at another hospital, as well as bile duct stent placement for hilar bile duct stenosis after rfa. Multiple lesions were noted in the right liver lobe with partial hepatic artery stricture due to the previous tace treatment. The patient's concomitant medication included cisplatin for hcc. On an unknown date, after bile duct stent placement, the patient was followed-up with oral sorafenib due to slightly poor control of diabetes mellitus and high risk of cholangitis with tace. However, hcc could not be controlled and tace was planned in spite of the risk of cholangitis. Multiple lesions were noted in the right liver lobe with partial hepatic artery stricture due to the previous treatment, for which treatment with intra-arterial injection and drug-eluting beads transcatheter arterial chemoembolization (deb-tace) was planned. On an unknown date, following intra-arterial injection of cisplatin (ccdp) 100 mg through the replaced right hepatic artery (rha), tace was performed using dc beads 100-300 microm (lot number and expiration date not provided) (1 vial) loaded with epirubicin (epir) 50 mg through the posterior segmental branch. On an unknown date, pyrexia [pyrexia] and high inflammatory reaction [inflammation] [biliary tract infection] persisted after the procedure, and computerized tomography (CT) on postoperative day 7 (pod 7) showed an abscess of 9 cm in the right live lobe [hepatic infection]. On pod 10, percutaneous liver abscess drainage was performed. As 300-500 ml of bile was drained every day, biloma was considered possible. Endoscopic drainage of the biloma was difficult. Although cholangiography from the drainage tube visualized the posterior superior biliary branch (b7), fistula closure was unsuccessful [biliary fistula]. On pod 36, 42, 48, and 49, ablation with oldamin (monoethanolamine oleate) was performed in total of 4 times for reduction of the fistula, as the main bile duct was not drawn by the cholangiogram. After the ablation, the amount of drainage decreased to less than 50 ml and the main bile duct was visualized. On an unknown date, on pod 69, a stent (zilver 635 8 mm, 6 cm) was placed between the abscess and the right bile duct (br). The external fistula was removed and the patient was discharged on pod 70. Cholangitis and liver abscess did not recur in the subsequent course. The reporter did not assess the seriousness of the events and did not provide a causality assessment of the events cholangitis (pyrexia and high inflammatory reaction) and biliary collection to the administration of dc bead. The reporter assessed the event abscess of 9 cm in the right live lobe as possibly related to the administration of dc bead. The company assessed the events biliary fistula, hepatic infection, biliary tract infection and inflammation as serious (intervention required, medically significant), and pyrexia as non-serious. Follow-up information will be requested. Additional information on 04-oct-2017: follow up information has been sought to further investigate the events but no new information has been received. The case is considered lost to follow up. No device failure has been identified as a result of this adverse events. It has been assessed that no corrective action is necessary at this time and the report is considered final. Company comment: hepatic infection, biliary tract infection, inflammation and pyrexia were considered anticipated according to dc bead current reference safety information whereas biliary fistula was unanticipated. In agreement with the assessment made by the reporter, the company considered hepatic infection related to the administration of dc bead loaded with epirubicin. In absence of an assessment made by the reporter, the company considered biliary fistula, biliary tract infection, inflammation and pyrexia related to the administration of dc bead loaded with epirubicin since its role cannot be ruled out. Dc bead loaded with epirubicin is not labelled in the dc bead current reference safety information. The presence of a biliary stent and biliary stenosis are contra indications for dc bead administration as mentioned in the IFU. It is mentioned in the abstract that the patient's pre-existing condition (diabetes and biliary stent) and previous interventions (rfa) put him at high risk for the development of cholangitis. There was no report of device failure or malfunction.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin is not labelled in the dc bead current reference safety information.

Event description:
Biliary collection [biliary fistula], abscess 9 cm in the right liver lobe/biloma [hepatic infection], cholangitis (pyrexia, high inflammatory reaction) [biliary tract infection], high inflammatory reaction [inflammation], pyrexia [pyrexia]. Case description: initial information received on 25-aug-2017: this serious literature medical device report was presented on (B)(6) by miyamoto n. Et al., entitled "a case of biloma after deb-tace for hcc treated with ablation and choledochal fistulization", concerning a male patient in his 60s. The patient's medical history included hepatocellular carcinoma (hcc), alcoholic cirrhosis, diabetes mellitus, hepatectomy, transcatheter arterial chemoembolization (tace) and radiofrequency ablation (rfa) for hcc at another hospital, as well as bile duct stent placement for hilar bile duct stenosis after rfa. Multiple lesions were noted in the right liver lobe with partial hepatic artery stricture due to the previous tace treatment. The patient's concomitant medication included cisplatin for hcc. On an unknown date, after bile duct stent placement, the patient was followed-up with oral sorafenib due to slightly poor control of diabetes mellitus and high risk of cholangitis with tace. However, hcc could not be controlled and tace was planned in spite of the risk of cholangitis. Multiple lesions were noted in the right liver lobe with partial hepatic artery stricture due to the previous treatment, for which treatment with intra-arterial injection and drug-eluting beads transcatheter arterial chemoembolization (deb-tace) was planned. On an unknown date, following intra-arterial injection of cisplatin (ccdp) 100 mg through the replaced right hepatic artery (rha), tace was performed using dc beads 100-300 microm (lot number and expiration date not provided) (1 vial) loaded with epirubicin (epir) 50 mg through the posterior segmental branch. On an unknown date, pyrexia [pyrexia] and high inflammatory reaction [inflammation] [biliary tract infection] persisted after the procedure, and computerized tomography (CT) on postoperative day 7 (pod 7) showed an abscess of 9 cm in the right live lobe [hepatic infection]. On pod 10, percutaneous liver abscess drainage was performed. As 300-500 ml of bile was drained every day, biloma was considered possible. Endoscopic drainage of the biloma was difficult. Although cholangiography from the drainage tube visualized the posterior superior biliary branch (b7), fistula closure was unsuccessful [biliary fistula]. On pod 36, 42, 48, and 49, ablation with oldamin (monoethanolamine oleate) was performed in total of 4 times for reduction of the fistula, as the main bile duct was not drawn by the cholangiogram. After the ablation, the amount of drainage decreased to less than 50 ml and the main bile duct was visualized. On an unknown date, on pod 69, a stent (zilver 635 8 mm, 6 cm) was placed between the abscess and the right bile duct (br). The external fistula was removed and the patient was discharged on pod 70. Cholangitis and liver abscess did not recur in the subsequent course. The reporter did not assess the seriousness of the events and did not provide a causality assessment of the events cholangitis (pyrexia and high inflammatory reaction) and biliary collection to the administration of dc bead. The reporter assessed the event abscess of 9 cm in the right live lobe as possibly related to the administration of dc bead. The company assessed the events biliary fistula, hepatic infection, biliary tract infection and inflammation as serious (intervention required, medically significant), and pyrexia as non-serious. Follow-up information will be requested. Company comment: hepatic infection, biliary tract infection, inflammation and pyrexia were considered anticipated according to dc bead current reference safety information whereas biliary fistula was unanticipated. In agreement with the assessment made by the reporter, the company considered hepatic infection related to the administration of dc bead loaded with epirubicin. In absence of an assessment made by the reporter, the company considered biliary fistula, biliary tract infection, inflammation and pyrexia related to the administration of dc bead loaded with epirubicin since its role cannot be ruled out. Dc bead loaded with epirubicin is not labelled in the dc bead current reference safety information. The presence of a biliary stent and biliary stenosis are contra indications for dc bead administration as mentioned in the IFU. It is mentioned in the abstract that the patient's pre-existing condition (diabetes and biliary stent) and previous interventions (rfa) put him at high risk for the development of cholangitis. There was no report of device failure or malfunction.